Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 16:310 was confirmed in the event history, however the failure code could not be duplicated by the baxter repair technician. Inspection of the device revealed no problems with the device. The device was tested by the repair technician and returned to service.

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 16:310 found in the event history. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.